Event description:
It was reported that the unspecified bd¿ infusion set finished infusing after 30 minutes instead of 1 hour, and leakage was discovered from the drip chamber while setting up medications. The following information was provided by the initial reporter: "I wanted to make you aware of two incidents... Nurse observed drips from the IV set drip chamber when setting up medications both instances had improper setups. Drug infused in 30 minutes vs 1 hour nurse observed drips from the IV set drip chamber when setting up medications"

Manufacturer narrative:
H6: investigation summary due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set finished infusing after 30 minutes instead of 1 hour, and leakage was discovered from the drip chamber while setting up medications. The following information was provided by the initial reporter: "I wanted to make you aware of two incidents. Nurse observed drips from the IV set drip chamber when setting up medications both instances had improper setups. Drug infused in 30 minutes vs 1 hour. Nurse observed drips from the IV set drip chamber when setting up medications".